Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 851235014 (66784803), 856135010 (67185876), 856135010 (67247858), 856135012 (67247860), 856135012 (67288183), 856206006 (313300), 14-405024 (67270380), 14-405032 (66665527), 14-405034 (66882694), 14-405040 (67098674), 14-441283 (65739497), 40626 (749860). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial plate and nail system procedure. Three months postoperatively, eczema developed around the surgical site, raising suspicion of metal allergy. Consequently, all implants were removed. The patient is likely a potential carrier of metal allergies. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.